Manufacturer narrative:
Correction: section h6- the health effect - impact code should have been 4625-additional surgery, 4642-additional device required, and 4610-inadequate/inappropriate treatment or diagnostic exposure rather than 4610-inadequate/inappropriate treatment or diagnostic exposure only.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation with their scs system due to high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein a lead was implanted. The other lead is connected from the patient's paddle lead. Effective therapy was restored post-op.